Event description:
It was reported that the atrial lead dislodged during the implant procedure and the patient required a prolonged hospital stay as a result. The atrial lead was inactivated. The patient is a participant in the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).